Event description:
The customer reported the subject device was displaying an e315 error (scope error). The reported issue occurred while preparing the subject device for use, prior to an unspecified diagnostic procedure. The intended procedure was completed using another device. There was no delay in the procedure. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, it was observed the subject device was displaying an e216 error (scope communication error) due to noise generation when the 3hd cover unit was moved.

Manufacturer narrative:
During inspection and testing, the reported issue (e315 error) was not confirmed or duplicated. In addition, service found the cover unit and the charge-coupled device (ccd) unit connector were corroded. The adhesive on switch button #2 was worn and deteriorated. The scope lock was stiff. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, although the e315 error was not confirmed / duplicated during evaluation, it is possible that it and the e216 occurred because the video function did not work properly due to faulty ccd connector. Olympus will continue to monitor field performance for this device.